Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 43mg/dl with symptoms of dizziness, blurred vision, and unsteadiness. The patient used a glucagon injection to bring their blood glucose up. The patient stated that the pump alarmed but did not alert them to a low blood glucose level. This complaint is being reported because the patient was not alerted to a low blood glucose.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-feb-2018 with the following findings: the pump was returned with all alarms set to high alerts. The pump powered on to the verify screen with audio and vibratory features. A test transmitter was paired with the pump and a cgm glucose below user low limit warning was simulated for testing purposes. The pump gave the appropriate visual and sound warnings. The audible alarm measured within specifications. The pump passed a delivery accuracy test and was found to be delivering within range. The alleged issue could not be duplicated.